Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens was explanted. The report indicated that the lens was implanted on (B)(6) 2011. The lens became dislocated after the haptic was broken. During the explant an incision was enlarged and a vitrectomy performed. Another lens was implanted during the same procedure.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated.all pertinent information available to the manufacturer has been submitted. Placeholder.